Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps under-infused. This was observed during pump use; however, patient involvement was not specified. Additionally, off-label pre-filled syringes were used with the pumps and downstream occlusions alarms were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.